Manufacturer narrative:
(B)(4). Eval results: gi bleed.

Event description:
An endeavor sprint over the wire (otw) drug-eluting stent was implanted in the distal lcx. It is reported that the pt presented to ER with altered level of consciousness, hypertensive and bradycardic approximately 2 months post index procedure. The pt was unresponsive and required external pacing and intubation. The pt was suffering from profound anemia and was diagnosed with gastrointestinal (gi) bleed. The pt was treated with medication and received a blood transfusion. It is reported that the pt recovered with treatment. In the investigator's opinion, the event was not related to the study device or the study procedure.